Manufacturer narrative:
MDR (B)(4). Based on the available information, this event is deemed to be reportable malfunction request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4).

Event description:
The patient reported insulin flow block alarm due to occlusion at the site on (B)(6) 2026.